Event description:
It was reported that an asymptomatic and non-dependent patient presented in clinic after receiving a vibratory alert. Upon interrogation, the pulse generator exhibited backup vvi and premature battery depletion. Device firmware download was unsuccessful. It was noted that the patient had a shoulder surgery within the last seven months. The device was explanted and replaced successfully on (B)(6) 2017. The patient's condition was stable post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on the rf module.